Manufacturer narrative:
(B)(4). Additional 510k number: k013227.

Event description:
It was reported that the transfer mount became stuck on the implant (tsv6b11). Tooth location 30.

Manufacturer narrative:
A tapered screw-vent implant with mtx (tsv6b11) was received with a fixture mount engaged into the drive feature and a cover screw. A visual inspection of the returned product identified minor signs of usage the mount. The mount was functionally tested and it would not disengage from the implant. The alleged malfunction was confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined. UDI: (B)(4). Device evaluated by MFR: changed "no" to "yes".

Event description:
No further event information available at the time of this report.